Event description:
It was reported that the unit did not function. It was further reported that a small part from the tip of another unit from the same lot disassembled.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed. Two units from the same lot number (10041ae2) were implicated in this event.